Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient¿s daughter that during attempted pod activation, the cannula did not deploy into the infusion site the patient¿s daughter reported that the pink slide did not move forward, indicative of a needle mechanism failure. No blood glucose levels were reported. As treatment, a new pod was activated.